Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was missing segments. Customer blood glucose reading was 75 mg/dl. Troubleshooting was performed. Customer stated the screen was flashing white. The insulin pump fell on the floor. Customer was advised to turn back to their back up plan and contact their healthcare provider if needed. Customer agreed to replace the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/partial display due to blank flashing white lcd. Unit was received with cracked retainer, minor scratched display window and scratched case.